Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received watchdog timeout alarm, unexpected restart alarm and external ram error alarm. The customer's blood glucose was around 300 mg/dl at the time of incident. The customer stated that they gave correction with insulin. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer stated that the alarm did not occur shortly after inserting a new battery. The customer performed self test and the insulin pump passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a frozen display followed by an unexpected constant audio tone due to moisture damage at the electronic assembly. Unable to perform all functional testing, including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime or excessive no delivery tests or verify the watchdog timeout, external ram crc or unexpected restart tests due to the frozen display. No unexpected black circle anomalies were noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a missing end cap sticker and a broken reservoir tube lip.